Manufacturer narrative:
(B)(4). In response to medtronic's request for device return, the device was returned to the manufacturer for evaluation and repair. Analysis found corrosion in the motor/cable, nose, bearings, nose spacer and other parts, which were all replaced. Pre-testing temperatures were also measured and the results are as follows: nose-175, middle-160, rear-130. The device was repaired, cleaned and tested, passing all manufacturer specifications. Method: test for high temperature conditions. This device is used for therapeutic purposes.

Event description:
It was reported that a visao handpiece drill was "running hot" preoperatively. There was no patient impact or injury reported as a result of this event.